Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head has come loose from the hand piece mid-brushing - oral-b [device connection issue] case narrative: consumer via e-mail reported that the oral-b toothbrush head came loose from the oral-b toothbrush hand piece mid-brushing. No injury was reported. 06-sep-2024 follow-up via e-mail: the suspect product was oral-b power oral care refills precision clean. The suspect product lot was 0227. The concomitant product was oral-b rechargeable toothbrush handle 3765. The concomitant product lot was f51310044. No injury was reported.